Event description:
It was reported that the patient presented to emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached over 30 mmol/l (540 mg/dl) while wearing the pod for less than one hour, on the abdomen. Symptoms reported include nausea and repeated vomiting (5 episodes). The patient sought medical attention at the ER of (B)(6) and was treated with insulin injection with insulin pen. The patient was released the following day (on (B)(6) 2026) after 8 hours of observation. The pod was reportedly removed at the hospital and discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.